Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the burned c-cover and the burn marks in the forceps stand were due to excessive heating at the tip of the device. The presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the duodenovideoscope had a burned c-cover and burn marks in the forceps stand. There was no patient involvement.